Event description:
It was reported that the filterwire broke during use. A filterwire ez was selected for use. During use, the filterwire broke. A new filterwire, same model, was selected. However, it also broke. The procedure was completed with a new filterwire. There were no patient complications.

Manufacturer narrative:
Device eval by MFR: the wire returned inside the delivery sheath and the filter bag came back in deployed stated. It is possible to observe the sheath was detached at proximal section, moreover, this section was not returned for analysis. The sheath section detached was observed stretched. No other issues were identify in the device.

Event description:
It was reported that the filterwire broke during use. A filterwire ez was selected for use. During use, the filterwire broke. A new filterwire, same model, was selected. However, it also broke. The procedure was completed with a new filterwire. There were no patient complications.